Event description:
Technician alleged that the head weldment was out of each side extrusion bracket causing a bent head cylinder.

Manufacturer narrative:
Technician replaced the head weldment, retracting arms, head sensor and extrusion brackets to resolve the issue.